Event description:
Information received a smiths medical bivona tracheostomy tubes flange split. The 1st time was noted on (B)(6) 2020 and the 2nd time was on (B)(6) 2020. Both times tube changes were done successfully with no harm to the young person.